Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device changed its date and time continuously. The device's batteries depleted continuously the device triggered user tests automatically. In addition they reported that the device powered on and off by itself. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. The device's key log files were downloaded and evaluated no inappropriate power off occurrences were observed for the reported event date. Proper device operation was confirmed through functional and performance testing.  Following evaluation, the device was returned to the customer.  A cause of the reported issue could not be determined.